Manufacturer narrative:
The investigation into product damager (sterile sleeve) has been completed. No product was returned. As per clinical upon investigation, the doctor needed approximately 5 more centimeter of length access and had to cut sterile sleeve off the catheter. The cause of the product damage (sterile sleeve) issue was use related with physician cutting down the anti-contamination sleeve during support per clinical review.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old male noted as high risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. Due to the patient's anatomy with left ventricle was more horizontal than normal, there was a concern for the impella catheter being long enough to cross the aortic valve. The physician cut the anti-contamination sleeve off the device which is "off label." The impella cp was weaned and removed successfully after percutaneous coronary intervention.